Event description:
On an unknown date in (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan detected a proximal type I endoleak. On (B)(6) 2012, the patient was implanted with a palmaz stent to treat type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork could not be conducted, as device lot/serial numbers are unavailable. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Attempts to acquire info required for this form were made by gore.